Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection of the heater line to the heater bag was reported and is known to cause this alarm. The cause of the disconnection could not be determined. The patient also reported attempting to reconnect the supplies with tape and reuse the set-up. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill six of six of peritoneal dialysis therapy. The patient stated that the heater bag disconnected from the heater line. The patient used tape to reconnect the bag to the line and continued therapy. The technical service representative assisted the patient with clearing the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.